Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement the complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The lot number is currently unavailable; therefore, the expiration date is unavailable. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a rotator cuff repair surgical procedure, it was observed that the customer's healix advance knotless br 4.75mm anchor pulled out when the surgeon pull up on the orthocord to tie it. An audible snap was heard. The surgeon prepped the bonehole with the purple healix awl. The surgeon completed the procedure with another same type, same size anchor in the same bone hole with no patient consequences. There was a 13 minute delay in the surgical procedure. The sales rep reported that the distal tip of his switching stick was dull. The surgeon completed the procedure with the device with difficulty. The sales rep could not provide the lot numbers but reported the switching stick was over two years old and had seen heavy use. The customer discarded both complaint devices. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.